Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the past two weeks they received motor error alarm three times. Troubleshooting was performed. It was noted that the insulin pump went through a scanner in a luggage. The customer was able to complete the insulin pump rewind. The alarm history contained more than one motor error alarm within a 30-day period. The customer also reported that on (B)(6) 2017 after they got the alarm, they had a high blood glucose level of 400 mg/dl. They declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump had cracked display window and cracked case at display window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.